Event description:
It was reported via ra manager, that the femoral nail mentioned below has been implanted on (B) (6). It was also reported that the nail has been out of date since (B) (6) 2009.

Manufacturer narrative:
Device remains implanted. Device was hospital owned.